Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced upstream occlusion messages during infusion of aminocaproic acid (amicar). The amicar drip was prepared by the pharmacy for 20 grams per 250 milliliters saline during infusion. It was also reported that the "upper port was enough, bag up enough, upper clamp opened" and the reading occurred only with amicar. There was no known patient injury or medical intervention associated with this event. No additional information is available.